Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was implanted. The patient experienced pain, bleeding, vaginal spotting, and the feeling of urgency to urinate. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with laparoscopic hysterectomy/ bilateral salpingo-oophorectomy, and anterior repair.

Manufacturer narrative:
It was reported that the patient had no prolift implanted and the mesh that was implanted was a tvt-o.

Manufacturer narrative:
(B)(4) - urgency to urinate. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
(B)(4).